Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00095. The device was manufactured between 07may2019 and 08may2019. The device was received for evaluation containing approximately 20 ml of fluid in the bladder. The blue winged luer cap was not returned. The luer was attached to the fillport. During visual inspection, the bag that contained the unit was dry. During fill, no evidence of leak was observed. After fill and prime, a blue winged luer cap was used to close the luer. The winged luer cap was securely tightened on the luer. Functional testing was performed, by filling the unit was filled with water to a nominal volume and monitored until the next day. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor leaked during filling. The leak was observed between the luer adaptor and blue winged luer cap. There was no patient involvement. No additional information is available.